Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and the device was explanted. Additional information received from the field representative indicated that the device and lead were removed due to hematoma. No additional adverse patient effects were reported. The device will not be returned for analysis.